Event description:
During a bilateral tubal ligation in 2006, the customer opened 4 trays to obtain a working klepinger. The customer changed the bipolar cord, the instrument, the foot pedal, and the tower to troubleshoot. Surgery was prolonged 20-30 minutes.